Event description:
It was reported that a patient came in with pain in his knee. (Left side). A pulmonary embolism occurs with patient 01008 after surgery.

Event description:
It was reported that a patient came in with pain in his knee. (Left side). A pulmonary embolism occurs with patient (B)(6) after surgery.

Manufacturer narrative:
(B)(4).at this time, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. If additional information becomes available, it will be submitted in a supplemental report. (B)(4): not returned to manufacturer.

Manufacturer narrative:
An event regarding pain from a pulmonary embolism involving a triathlon asymmetric patella was reported. While the event regarding a pulmonary embolism after a triathlon knee arthroplasty was confirmed, it was determined not to be device related. Review of the provided medical records by a clinical consultant indicated ¿te complications after tka are caused by a mix of factors partly relating to patient genetic predisposition and factors present in the surgical procedure of total knee arthroplasty. There is no information available in the scientific literature that would relate thrombo-embolic events to specific design factors of implants in general or the specific implant in question. The root cause of pulmonary embolus in this case is mostly procedure-related with an unknown further contribution by patient-related factors such as obesity in this case and as such is not device-related. Based on the provided information, the product reported in this investigation did not contribute to the event.